Event description:
It was reported that the device was used to seal an aneurysm. A 33mm watchman laa closure device & delivery system (wds) was implanted in an unknown location to seal an aneurysm. There were no patient complications and the patient was doing fine following the procedure.